Event description:
It was reported that during a sleeve gastrectomy procedure, the electrode was found to be loose during the procedure. It did not come off the jaws completely, but was sticking up from the jaws. The device was not being used near any metal objects or clips. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.